Event description:
The string breaking off- tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the strings are breaking off the tampons. No injury reported.

Manufacturer narrative:
Product investigation is in progress

Event description:
The string breaking off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings are breaking off the tampons. No injury reported.

Manufacturer narrative:
Product investigation is in progress.